Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure during self test. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had multiple time no delivery alarm and customer was perform displacement test and high pressure test and it was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing, however unit alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 1 trace (vdd) on keypad assembly.